Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose while trying to calibrate the insulin pump. Customer did not know why his blood glucose was so high. Customer's blood glucose was 400 mg/dl. Customer was treating off his sensor glucose value all day and that may have been the cause. Customer declined troubleshooting for high blood glucose and stated that he will call back later since he has to get ready for work. Customer stated that he treated his high blood glucose by bolusing with the insulin pump and not through the bolus wizard. Customer stated that it was just a manual bolus.